Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during preparation prior to a laparoscopic nephrectomy, the package was opened; then the metal parts of obturator had been deformed (crushed.) New one was opened to correct the problem. No patient harm.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one opt bl vp v2 5mm std w/fx opened by the account. Visual inspection of the received product noted the obturator shaft was damaged. Visual inspection of the returned product confirmed the product, as received, did not meet release specifications. Product analysis suggests the product was used in a surgical procedure. The root cause of the observed condition could not be reliably determined due to the damaged shaft; however, based on observations the most likely root cause for the observed condition was determined to be related to improper storage or rough handling by the account. In addition, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.